Event description:
It was reported that the patients leads had high impedances. The patient underwent an explant procedure. The explanted leads were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2020. Block d6b: explant date: 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138500, model: sc-2138-50, serial: (B)(6), batch: 116966.